Manufacturer narrative:
This report is related to report 9616099-2021-04171. A 4mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used as pre-dilation, but it ruptured within its nominal pressure. The balloon rupture occurred at the calcified region. It was replaced with a 3mm x 2cm x 155cm saber rx, but the same issue occurred; it ruptured within its nominal pressure at the same calcified region. It was replaced with another balloon catheter (3mm non-cordis) and the lesion was inflated. After that, inflation was added with two saber rx (4.0mm x 100mm) (5.0mm x 20mm) and the procedure was completed. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery which had chronic total occlusion (cto). An unknown guidewire crossed the lesion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. The contrast to saline ratio was 50%. A merit medical inflation device was used. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and through the guide. The lesion calcification is severe. There was no vessel tortuosity. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure was 6~8 atm. The balloon-maintained pressure during inflation. The balloon was ruptured. The balloon did no re-wrap properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. There was no reported patient injury. (B)(4) - the device was not returned for analysis. A product history record (phr) review of lot 82191563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4) - the device was not returned for analysis. A product history record (phr) review of lot 82184686 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿balloon~ burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that handling and procedural factors such as vessel characteristics of a chronic total occlusion (cto) may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
A 4mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used as pre-dilation but it ruptured within its nominal pressure. The balloon rupture occurred at the calcified region. It was replaced with a 3mm x 2cm x 155cm saber rx, but the same issue occurred; it ruptured within its nominal pressure at the same calcified region. It was replaced with another balloon catheter (3mm non-cordis) and the lesion was inflated. After that, inflation was added with two saber rx (4.0mm x 100mm) (5.0mm x 20mm) and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery which had chronic total occlusion (cto). An unknown guidewire crossed the lesion.there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. The contrast to saline ratio was 50%. A merit medical inflation device was used. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and through the guide . The lesion calcification is severe. There was no vessel tortuosity. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion.the catheter was never in an acute bend. The balloon inflate normally. The maximum inflation pressure was 6~8 atm. The balloon-maintained pressure during inflation. The balloon was ruptured. The balloon did no re-wrap properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. No patient injury occurred.the devices will not be returned for analysis as they were discarded.